Event description:
Alleged event: the balloon burst when the optical tip was put into the trocar.

Manufacturer narrative:
(B)(4). The device sample has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Manufacturer narrative:
(B)(4). One sample of part number 410944 was made available for evaluation. The sample arrived in a closed zip bag without original packaging or any identification tags with only the complaint documentation. Visually the failure mode "balloon burst" was confirmed. A section of the balloon was dislodged. There are possible causes that may explain the failure "balloon burst." One possibility is over inflation of the balloon. Inflating the balloon over 10 cc of liquid may increase the possibility of a rapture. Another possibility unintentionally pushing or pulling of the balloon may have helped in the dislodging of the balloon. At this time there are no other complaints related to lot number 73l1400271 that may indicate a trend or an issue involving the balloon. Taut manufacturing personnel were made aware of this event, and with the information made available it seem unlikely that the insertion of the optical tip alone was the cause of the balloon rapture. As mentioned before other causes might of play a role on this failure. Therefore, the complaint could not be confirmed.

Event description:
Alleged event: the balloon burst when the optical tip was put into the trocar.